Event description:
The pharmacist at the clinic, reported the following event : "the drill was outspread when opening the kit and it looked less rigid than usual according to the surgeon. Incorrect drilling."

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.